Event description:
In 2007, a baxter sales representative reported a customer complaint that set tubing appeared to be "collapsing" after an unspecified usage time during use with colleague pumps (pump serial numbers are not available). Set "collapse" may have set off pump occlusion alarms. Contact was established with customer. Customer directed baxter to a second customer report that set tubing appears "soft" and has a "chewed up" appearance after unspecified usage time. Customer reports this event in which an infant patient suffered from severe infection that resulted in death. Customer stated that infant patients are mostly premature and are prone to infection so pinpointing the cause is difficult. Additional information regarding patient condition, events, and pump information was requested. Customer provided an update and stated the infant pt required respiratory support and expired 4 days later of septic shock and respiratory failure.

Manufacturer narrative:
Five companion sets are in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.